Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown pelvis fusion procedure at t11 and the construct was extended to l4 at an unknown time post-op. It was reported that at an unknown time, the rod was broken at l4-5. Patient underwent a revision to remove and replace the broken rod.

Manufacturer narrative:
Analysis of the returned device shows that a ¿4cm section of rod was returned. The rod has been fractured on both ends. Side a is a fairly flat fracture surface with progressive "striations", subsequently followed by single cycle bend stress overload as evidenced by the river lines and shear lip starting ¿80% of the way through the cross sectional area. Side b has more smearing on the fracture surface and is at a much steeper angle. The fracture appears to be a multimode failure that has ratchet marks, progressive striation, and a shear lip starting¿ 50% of the way through the cross sectional area. The diameter of the rod appears to be made to print. No defect was found at the level of the breakage. The rod shows typical metal fatigue damaging due to overload.